Event description:
It was reported that the target lesion is in the right coronary artery. The vessel has moderate tortuosity, mild calcification and a 90% stenosis. Pre-dilatation was performed with the voyager rx 4.0 x 20 mm; however, the balloon ruptured on the first inflation of 6 atmospheres, at 10 seconds. A non-abbott balloon was used for additional pre-dilatation and a non-abbott stent was deployed to complete the procedure. There was no reported resistance felt during advancement or retraction of the balloon catheter in the patient. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: sheathless jr3.5 6.5f. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for evaluation. Return of the catheter may have further aided the evaluation. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported complaint. In this case, it is possible that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement such that the balloon material became damaged (scratched) and ruptured upon inflation attempt; however, based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material records with this lot. A query of the complaint-handling database was performed and there have been no other incidents from this lot. There is no evidence to suggest a potential product deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.